Event description:
It was reported that the patient underwent a manipulation under anesthesia to address arthrofibrosis approximately one (1) year post-operatively. Operative notes from the manipulation noted arthrofibrosis, intraarticular scar with impingement and chronic synovitis. An arthroscopy with a synovectomy was performed and the patient's range of motion increased from 0-110° to 0-130° during the manipulation. No intraoperative complications were reported.

Manufacturer narrative:
(B)(4). Concomitant devices: gender solutions precoat patello-femoral trochlea component right size 3, catalog #: 00592601302, lot #: 64716002. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00808.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary, manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint ,with or without anesthesia. Per clinical orthopaedics and related research, manipulation is used to treat and resolve arthrofibrosis, or scar tissue. This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. As the indication for manipulation is related to limited range of motion and stiffness due to adhesions/scar tissue, the root cause is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.